Event description:
Reporter states that she developed "a serious eye infection after having used renu moisture loc. Has received treatment with 4 different eyedrops from dr. Treatment began in nov 2005 and continued through march of this yr 2006.